Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a closed circle on the display and the easy bolus button was unresponsive. The customer also reported that he had been experiencing high blood glucose levels. Blood glucose level at the time of the incident was in the high 300 mg/dl range. Blood glucose level at the time of the call was 281 mg/dl. The customer will not return the device for analysis.